Manufacturer narrative:
(B)(4). Date of event: the event occurred in 2018; however, the month and day were not reported by the complainant. Procode: krd/hcg. (B)(4). The brand, product code, and lot number were not reported by the complainant; UDI unavailable. Implantation date: the date of implant was not reported. (B)(4). [Complaint conclusion] as reported by a healthcare professional, there were issues related to coil shape in which the physician stated resulted in loops of the unspecified spectra (unk catalog lot) coil protruding from the aneurysm into the parent vessel following deployment. No patient complications occurred as a result of the event. It was reported that the information provided for this complaint was all of the details that were known/available regarding this event. No further information could be obtained. The implanted device was not available for evaluation. In addition, the sterile lot number was not available; therefore, a review of the manufacturing documentation could not be performed. Coil protrusion into the parent vessel is a known potential complication associated with coil embolization as outlined in the instructions for use (IFU). Wide-neck aneurysms are prone to coil protrusion. Recent advancements in vascular reconstruction devices and coils have allowed for the application of coil embolization for even relatively wide-neck aneurysms. Despite tight coil packing, protrusion of coil segments out of the aneurysm and into the parent artery still occurs. It is generally believed that protrusion of only a few loops does not pose an additional risk if appropriate antiplatelet therapy is used. Alternatively, moderate to severe coil protrusion into the parent artery may necessitate coil retrieval or stent deployment in the parent artery. However, there are few reports assessing the frequency of thrombo-embolic events, associated with various degrees of coil protrusion. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information available for review and without films of the event; however, it is possible that clinical and procedural factors, including aneurysm size/characteristics (i.e. Wide-neck) and the manipulation of devices within the artery, may have contributed to the coil protrusion. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, there were issues related to coil shape in which the physician stated resulted in loops of the unspecified spectra (unk catalog lot) coil protruding from the aneurysm into the parent vessel following deployment. No patient complications occurred as a result of the event. It was reported that the information provided for this complaint was all of the details that were known/available regarding this event. No further information could be obtained.